Event description:
Medtronic received information regarding a guidance system. It was reported that inaccuracies were identified. Additional information was not provided. Additional information received from a manufacturer representative reported the procedure was a trauma fixation insertion of the left l1 screw was lateral. During the system checkout, unrelated to the inaccuracy, it was found that the manipulator remained stuck inside the surgical system. The manipulator was partially releasing, but was still not letting go. After working with it, the field service engineer was able to get the manipulator away from the surgical system. Additional information received from a manufacturer representative reported that the procedure was from t11 to l1. The amount of inaccuracy was unknown. There was no patient harm or delay. The deviation was found post-op. Use of the guidance system was not aborted.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, regarding the inaccuracy complaint, nothing was found and the system could be fully used. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.